Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that femoral components scorpio nrg are stuck with primary packaging for several items.

Manufacturer narrative:
Product available to stryker. An event regarding packaging issue (femoral components are stuck to the packaging) involving a scorpio femoral component was reported. The event was confirmed. Product evaluation and results: not performed as the device was not returned. However, a video indicated that the femoral component was stuck to the blister tray. It showed that the femoral component was peeled off from the blister tray. Medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. Product history review: not performed as no lot code was provided. Complaint history review: not performed as no lot code was provided. The reported event for packaging issue (femoral components are stuck to the packaging) was confirmed by a video. The video indicated that the femoral component was stuck to the blister tray. It showed that the femoral component was peeled off from the blister tray. The root cause cannot be determined at this time due to the packaging and device have not been returned for evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that femoral components scorpio nrg are stuck with primary packaging for several items.